Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the downstream and upstream sensors were contaminated. The event history log confirmed error 1871 occurred. Functional testing was able to replicate the reported issue; found motor was locked due to alarm message displayed error code. The most probable root cause was determined to be the motor locked. The motor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 1870, and error 1871 displayed after starting volume infusion. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no harm/adverse event was reported.